Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, a high threshold rate was observed. Lead dislodgement was suspected. The lead was capped when repositioning was unsuccessful.